Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device's "bearing part came off". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.